Manufacturer narrative:
The reported pain did not result in immediate removal of the retained sensor; however, a related case documenting the failed removal and plans for subsequent removal remained ongoing (MFR#: 3009862700-2026-01396). Pain/redness at insertion/removal site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
On (B)(6) 2026, the user reported increasing pain at the site of a sensor that could not be removed during the initial removal attempt. The user stated that symptoms had been present since the attempt on (B)(6) 2026 and had progressively worsened, with recent onset of numbness in the affected arm. At the time of reporting, the user's healthcare provider was not aware of the symptoms, and the user was advised to follow up with their healthcare provider for medical evaluation and guidance.